Event description:
Related manufacturer reference number: 1627487-2025-00853, 1627487-2025-00854, 1627487-2025-00855. It was reported during the procedure on (B)(6) 2025, patient's l1 drg lead broke off when being explanted and remained partially implanted. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the remaining of l1 was explanted and a new lead was placed. Therapy was restored post-op.